Event description:
The five french nasogastric (ng) tube was placed in patient. After placement, the practitioner could not remove the stylet. The tube had to be removed and replaced with a different tube.